Event description:
It was reported to boston scientific corporation that a wallstent covered biliary endoprosthesis was used during a stenting procedure within the common bile duct on (B)(6), 2010. According to the complainant, while trying to deploy the stent at the stenosis location, the system failed and snapping noise was heard. The physician did not have to reconstrain the stent because it had not been deployed. The device was removed from the patient, and although there was no visible damage to the working length, it was reported that the deployment system had broken. The physician was able to use another of the same device to successfully complete the procedure. It was noted that the patient's anatomy was not tortuous, and the stenosis was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results- the outer sheath broke and separated in two.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the tip by approximately 3mm. Additionally, the outer sheath was separated into two at 119mm distal to the distal end of the t-bar connector. The inner lumen was kinked and twisted at 20mm distal to the distal end of the stainless steel shaft. During a functional evaluation, since the sheath was separated into two, it was not possible to retract the outer sheath by hand. The shaft was then dissected proximal to the stent. No issues were noted with either the stent or the inner shaft. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. The most probable cause has been labeled as operational context.